Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, the pump time was incorrect, cause was unknown, and that occlusion alarms occurred. Additionally, it was reported that the "pump fails to connect to the cgm". The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.